Event description:
It was reported that when starting the device cs300, intra-aortic balloon pump (iabp) the screen gone white. The event happened during preparation prior use on the patient. No harm occurred.

Manufacturer narrative:
Due to character limit in e1 event site name (B)(6) hospital and event site address (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. Corrected field: b3. It was reported that during preparation prior use the cs300 intra-aortic balloon pump (iabp) screen goes white. This iabp unit was used to improve and maintain the patient's hemodynamics following planned operation. This iabp unit was used throughout iabp therapy after this event occurred. No other information is available. If we receive any information in future will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a, d9, h3. A getinge field service engineer (fse) observed that video receiver board or video receiver cable is likely to be faulty. Fse replaced pcb color video receiver and cable video receiver to lcd to resolve the issue.